Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) it was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: voicemail: consumer left voicemail reporting needles bend during injection, also stated that the insulin leaks during injection. I returned consumer's call, she stated that she has two boxes with the same issues: needles bend at patient end during injection. Insulin leaks during injection. Needle clog during injection, stated that the pen is difficult to depress. Consumer does not re-use. Lot #: 2221280, 2284610. Catalog #: 320550. Date of event: unknown. Samples: discarded.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) it was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: voicemail: consumer left voicemail reporting needles bend during injection, also stated that the insulin leaks during injection. I returned consumer's call, she stated that she has two boxes with the same issues: needles bend at patient end during injection. Insulin leaks during injection. Needle clog during injection, stated that the pen is difficult to depress. Consumer does not re-use. Lot #: 2221280, 2284610; catalog #: 320550; date of event: unknown; samples: discarded.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2221280 d4. Medical device expiration date: 31aug2027 h4. Device manufacture date: 09aug2022 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.